Event description:
Initial information received from a physician via a sales representative on 08-sep-2009: a female patient of an unknown age was treated with a poly-l-lactic acid [sculptra] (lot # and expiration date not provided) injection on an unspecified date in 2008 for an unspecified indication. On an unspecified date in 2009, the patient presented with bumps. Concomitant medications and medical history were not provided. No further relevant information reported. Additional information for sculptra (lot # and expiration date: not provided) from product technical complaint report case dated 12-sep-2009, received by on 16-sep-2009: batch record review was without hint to root cause. Because no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. Conclusion: no faults detectable.